Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 around 5:00 pm to 5:30 pm, as a result of low blood glucose. The customer¿s blood glucose level at the time of the incident was 27 mg/dl. The customer¿s blood glucose level at the time of admission was 14 mg/dl. The customer had symptom of their hand being jerky. They were given food and their blood glucose level rose to 47 mg/dl but went back down to 27 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer stated the hospital shut the insulin pump off. By the time they went home, their blood glucose was about 500 mg/dl. They reported they had a 569 mg/dl which they treated with a set change and 7 ½ units of insulin. Two hours later their blood glucose level went down to 466 mg/dl. Their current blood glucose level was 271 mg/dl. The insulin pump passed troubleshooting. The device will not be returned for analysis.